Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd investigation was conducted. The report indicates that the investigation confirmed that the proximal tip from trial implant shaft broken off and jammed inside applicator knob. Furthermore the sliding button ¿push for release¿ from applicator knob is blocked. The applicator outer shaft which complement the instrument and was used inside application inside damages raised was not returned for investigation. Investigation of documentation for material and manufacturing shows that the all parts confirm to the specification. No failure in material or manufacturing could be detected. Afterwards and without further details it is unfortunately not possible to determine the exact cause which induce the damages. An unforeseen mechanical force caused the blockade of the tip from trial implant shaft inside applicator know and subsequent the tip crack and jamming of the related sliding button. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the release button of knob jammed. At the proximal tip of the rod from trials, the ball broke. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.